Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the abdomen and was described as a mild rash. Affected area was treated with a sureprep, which was prescribed on (B)(6) 2014 for a previous skin reaction. Date of prescription is an approximation. At the time of contact, the patient was perfectly healthy and rash has healed 100%. No additional event or patient information was provided.